Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
A peritoneal dialysis (pd) patient contacted technical support (ts) and requested assistance with bypassing out of drain 0. There were no reported issues with the liberty select cycler. The patient stated they were empty because they had previously drained while in the hospital. Additional information was obtained via follow-up with the patient's pd nurse. On the date of the patient's call to ts, it was confirmed that their treatment was completed without any adverse effects. Per the nurse, the patient had been hospitalized for dehydration. The nurse stated the dehydration was directly related to the patient's non-adherence to their pd solution prescription, and not related to the liberty select cycler. The patient is supposed to alternate between 1.5% and 2.5% pd solution every other day. However, the patient used 2.5% consistently for several days which led to dehydration. While hospitalized, the patient was treated with 1 liter of normal saline and pd treatments were continued with no ultrafiltration (uf). The patient was discharged two days later and has since recovered, according to the nurse. Based on the available information, there is no allegation or indication that a liberty select cycler product issue or malfunction caused or contributed to any serious patient injury or harm.